Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 - reference MFR report: 1627487-2014-21558. It was reported the patient experienced a csf leak during the permanent implant procedure. The patient experienced a headache post-operatively. The physician performed a blood patch. Follow-up identified the patient's symptoms have resolved.